Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000124142.

Event description:
It was reported the patient experienced shocking sensations. Lead migration was confirmed via -ray. The investigation did not determine which lead migrated. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18751. Additional information received indicated both leads migrated. Surgical intervention occurred wherein the leads were explanted and replaced to address the issue.